Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was connected to mobile power unit (mpu) and got audible alarm. They were told to bring the mpu to clinic. The patient was connected to mpu in clinic and got audible alarm but no visual alarms on the mpu nor system controller. They were then connected to power module and got the same audible alarm from power module, nothing on controller. The system controller was switched to the backup system controller and no further alarms were noted. Log files were not be sent as the patient had alarms when connected to power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent auditory alarms was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller¿s (serial number: (B)(6) white power cable revealed multiple tears on the outer jacket, exposing the underlying protective layers. The returned system controller was connected to a test power module and mock circulatory loop, and the reported event was reproduced by manipulating the white power cable near the damage to the outer jacket. The integrity of the wires were evaluated, and it was revealed that the yellow, alarm out, wire was shorting to the shielding. The outer jacket and protective layers were then removed to inspect the underlying wires, revealing that the insulation on the yellow, orange (data transmission), and brown (relative state of charge) wires were broken, exposing the inner conductors. Further inspection of the damaged wires indicated that the exposed inner conductor of the yellow wire could short to the shielding or to the other damaged wires, which would result in the reported auditory alarms. The reported event was determined to be caused by a break in the alarm out wire in the controller¿s white power cable. The root cause of the damage to the wires could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.